Manufacturer narrative:
Product analysis - visual, microscopic and functional evaluation of the returned set screw revealed that head had broken off the set screw. The screw showed varying degrees of damage done the outer diameter (o.d) of threads. There is vertical shearing of the thread located on only one section or side. This type of failure is consistent with the set screw being pushed to one side of the bone screw head while reducing the rod. This uneven loading could allow the o.d. Of the set screw to be overcome by force. The bone screws and the rods were returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unknown spinal surgery due to adolescent idiopathic scoliosis at t4-l3. Intra-op, set screw stripped. Initially, surgeon reduced the rod, started screws, and did provisional tightening & compression/distraction of implants. Surgeon then removed smart links and set screw was threaded correctly with no cross threading (visual inspection) occurred till then. Surgeon went to break off set screw with instrument and the set screw on the left side all would have an audible click before they broke off. Upon inspection, the medial side of the set screw skipped up a thread and was no longer sitting flush. These were not cross threaded before final break off.